Event description:
Reporter called to report freestyle libre 3 sensor. Sensor fails after 3 days. Device sensing issue, reader not working. Reporter ended up in hospital because of sensing issue he was found unconscious on the floor by his roommate. Doctor stated his blood sugar was very low. He has reported faulty sensor to dexcom he stated they told him to call the FDA to report issue and mail the defective sensor back.